Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. And correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Lamp b failure was confirmed due to damage to lamp b. Based on the results of the investigation, the root cause of the damage to the failed lamp was not found. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Date of event: no additional information was available. The device was evaluated by olympus. The evaluation found that the allegation was confirmed. The battery date and time settings were resetting. Additional issues were identified during the device evaluation: the lock did not work due to the failure of the lock part of the video connector; and the connection was slow due to the wear of the output light guide connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the battery on the video system was dead. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that an error message was displayed because the auxiliary lamp b was found to be damaged. This report is to capture the reportable malfunction of the failed lamp noted at estimation.